Manufacturer narrative:
The device will not be returned. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. However, an investigation was initiated to assess for any manufacturing related processes which could be correlated to the lot number. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a d97120f5 catheter failed to pace during a valve procedure. Another temporary pacemaker had to be opened. Valve was able to be successfully implanted and there were no patient injuries.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. Device was not returned for evaluation. Therefore, a product non-conformance or device failure could not be confirmed. Since a failure mode could not be confirmed and with the information available, further investigation could not be performed.